Event description:
It was reported that during an open liver resection procedure ,the inactive tissue pad broke but was still attached to the device. It enabled the jaws to open 180 degrees and was unable to close after because jaws were broken. The faulty instrument was removed and a new device was opened to finish case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.